Event description:
On (B)(6) 2011, a spontaneous report by a physician was rec'd from a company rep regarding a (B)(6) female who rec'd an injection of restylane-l ((B)(4)). Medical history included unspecified intestinal problems/abdominal issues. The pt's skin type was not reported. Concomitant medications were not reported. The pt rec'd a 1.5 cc (also reported as "2.0 cc") injection of restylane-l from two, 1.0 cc syringes on (B)(6) 2011, to the bilateral nasolabial folds, chin lines, and upper and lower lips. The pt did not receive any pre-procedure medications. Add'l procedures performed at the time of implantation included a 100 unit injection of dysport (abobotulinumtoxina) to the glabella, crow's feet, forehead, and neck bands. On an unspecified date in (B)(6) 2011, after the restylane-l implantation, according to the physician , the pt experienced severe allergic delayed hypersensitivity reactions bilaterally at different time courses, which required drainage and multiple unspecified treatments. On (B)(6) 2011, add'l info was rec'd from the physician's registered nurse. On (B)(6) 2011, the pt was evaluated by the physician, who noted redness and what appeared to be a small abscess at the left nasolabial fold area. An incision and drainage procedure was performed to the area and a culture was obtained, which showed no growth. The pt was prescribed keflex (cephalexin) 500 mg orally four times daily. During the pt's eval, the pt indicated she was going to the hospital to "deal with" unspecified intestinal problems/abdominal issues. The pt was admitted to the hospital on an unspecified date in (B)(6) 2011, for pre-existing unspecified intestinal problems/abdominal issues. The clinic had no further info regarding the details of the pt's hospitalization. The physician's registered nurse did not know if the physician felt the reported events were caused by the restylane-l treatment. The physician assessed the severity of the reported events as severe. The lot number and expiration date for both syringes were 10675 and jan-2012, respectively. Add'l info has been requested. Company comment: the event of gastrointestinal disorder has been assessed as not related to the restylane-l treatment.